Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened dome switch at the up arrow button keypad trace. No moisture damage found on electronic assembly and motor. No number ramping on display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were scrolling when trying to deliver a bolus. Blood glucose value was 285 mg/dl; which he treated with manual injection. The customer mentioned that he was sleeping and when he woke up the screen looked slightly foggy. The customer stated there was no moisture in the reservoir compartment. He was advised it could have been due to sweat. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.